Event description:
It was reported that during a post implant follow-up of an asymptomatic patient, noise and high impedance were observed on the atrial lead. A chest x-ray was performed and it appeared that the lead was not fully inserted into the pulse generator. The device was programmed to the unipolar mode where normal electrical values were seen. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).